Event description:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1009 "pressure regulation high" error occurred. The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and tested the device, but the issue remained. The customer then replaced the motor controller pcba and tested the device, but the issue was not resolved. The remote service engineer (rse) troubleshot the device with the customer and informed the customer to check the tubing from the flow sensor assembly and verify that the proximal and machine tubing connections. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1009 "pressure regulation high" error occurred. The remote service engineer (rse) troubleshot the device with the customer and informed the customer to check the tubing from the flow sensor assembly and verify that the proximal and machine tubing connections. Per good faith effort (gfe) response, the biomedical engineer technician reseated the da pcba and mc pcba and verified all connections. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.